Event description:
The complainant reported an under-delivery. The intended delivery amount was 275ml over 1.5 hours; however, the actual amount delivered was 0% per visual assessment.

Manufacturer narrative:
Mfg event ID: (B)(4) . The device reported, list number (B)(4) is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4) , that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.